Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, prolapsed, cystocele and rectocele. Outcomes attributed to device includes pain, recurrence, dyspareunia and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2007 and coaptite injections to treat sui, pain and discomfort on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh and in-fast were implanted; and on (B)(6) 2007, pelvisoft and in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.